Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument got stuck in an unusual position. The instrument could not be removed through the 8mm cannula. There was no clashing of instruments observed during the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the tip cover was used on the mcs instrument during the procedure. The tip cover was still in its place during and after the removal from the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the monopolar curved scissors (mcs) has a broken tube extension that caused a dislodged proximal clevis. There was a potential for fragments.